Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". The device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "rupture". The device was explanted.

Manufacturer narrative:
Lab analysis completion: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed, an opening assessed as surgical damage and broken device assessed as surgical damage. As per the investigation procedure, nick striated were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: a.3b, d.4, d.9, h.3, h.4, h.6.